Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached early battery depletion. The device was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 694765 lead, implanted: (B)(6) 2010. A 407645 lead, implanted: (B)(6) 2007. (B)(4).